Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot# serial# (B)(6), product type accessory, product ID hh9020tdd, lot# serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 26-jun-2023, UDI#: (B)(4) h3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. Per the patient, they were ¿on fentanyl because I was allergic to the other 2 drugs they normally use". The indication for pump use was non-malignant pain. The patient reported that for the past 3 days they had not been able to bolus, and they really needed to. Per the patient, the handset wouldn¿t power on and they had been messing with it all morning. The communicator did charge and did power on. While on the call, the agent had the patient do the power on restart to the handset and the battery flashed on the screen indicating the handset was now charging. The agent reviewed to leave the handset charge and to call back if they needed any further assistance. The patient asked for replacement ac charging cords. The agent reviewed the types of charging cords and reviewed the power adapter. The patient stated their doctor told them to call in and have the ac power cords shipped to them or the doctor would call. The agent reviewed that medtronic didn¿t have ac power cords for the external devices and reviewed which ac power cord would be needed for which devic e. The troubleshooting during the call resolved the reported issue. The patient called back the next day ((B)(6) 2024) stating that their handset still would not power on, but they did not have any other charging cords to try. The agent assisted the patient in trying power on restart and that did not resolve the issue. The patient stated, ¿it's been bad today¿ because they had only received 1-2 boluses in 24hrs then stated they haven't been able to bolus in 2 days and then stated they haven't received a bolus in 4 days, and they get them ¿around the clock every 3 hours¿. The patient stated they were given the number for their local company representative by their doctor, and they would call them to see if they had a cord to try or would buy a new cord to try and call back for assistance as needed. During the call, the patient mentioned ¿I've always had trouble with it [the communicator] because it's messed up on top - it's never worked right - it's like it's got a stopper on the inside of it - I've been disappointed for the last week (due to handset and communicator charging concerns) - the light was orange and then it turns green but then right when you unplug it it's orange again¿. The patient mentioned they had tried other charging cords and stated, ¿there must be a rough spot because it never completely fit down there¿. The patient was going to call back after trying a new handset charging cord. The patient called back the next day ((B)(6) 2024) and stated that the handset would not power on and they had tried different cords, power on restart, and reboot which did not resolve the issue. The agent consulted with hcit (healthcare information technology) who recommended replacing the handset. The patient also reported that the communicator would only charge if they held the charging cord in place; otherwise, there was no battery indicator light, and the communicator would not power on. A replacement handset and communicator were requested from the repair department. No indication of patient harm.